Manufacturer narrative:
(B)(4). Complaint is confirmed. Visual examination of the returned products identified that the shims exhibited signs of repeated use and the ball bearings and springs had disassembled. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The issue of the persona shim ball bearings disassembling was previously investigated and identified that the ball bearings could disassemble during cleaning.the root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03316.

Event description:
It was reported that the provisional was discovered to be missing the bearings prior to entering the operating room. There was no patient involvement.